Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to MRI. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics large visisheath dilator sheath on the rv lead, advancement was made into the superior vena cava (svc) and the lead freed from the heart. However, the patient's blood pressure dropped and rescue efforts began, including pericardiocentisis and sternotomy. A perforation in the rv was discovered and repaired, and the remaining ra lead was removed post-sternotomy. The patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.